Manufacturer narrative:
(B)(4). Mfg site name-(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 20, 2017 that a flexiva 1000 laser fiber was used during a cysto lithotripsy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the fiber body broke in half about 16 inches from the black connector. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 54.5 cm from the top of the connector to the break. The second piece measured approximately 225.0 cm from the break which includes the entire distal tip. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 1000 laser fiber was used during a cysto lithotripsy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the fiber body broke in half about 16 inches from the black connector. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.